Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacture date is not known. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "distal tip cracked" was confirmed. According to henke: scope has been evaluated as a level 2 repair due to the distal use, dent/scratches and broken internal optics. Probably root cause for this failure is: the complaint has been confirmed and has been determined to be from customer use and handling. The reported failure mode will be monitored for future reoccurrence.